Manufacturer narrative:
The technician adjusted the brake/steer function and cleaned the caster of floor wax to repair the bed.

Event description:
Information received indicates the brake will not hold.